Manufacturer narrative:
D10 concomitant products: sig power sigpshell control shell - sigpshell, lot# n3f0473y unknown signia egia adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the powered stapler was assembled correctly; when firing, the device did not fire inside the cavity. The surgeon proceeded to fire the powered stapler outside the cavity, and the shot was achieved. The surgeon decided to use a manual stapler to continue with the procedure since the area was complicated and did not want to risk making another shot with the powered stapler. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a peritoneal tumor resection, the powered stapler was assembled correctly; the green button was pressed, and when firing, the device did not fire inside the cavity. The surgeon proceeded to fire the powered stapler outside the cavity, and the shot was achieved. The surgeon decided to use a manual stapler with a new reload to continue with the procedure since the area was complicated and did not want to risk making another shot with the powered stapler. There was no patient injury.